Event description:
It was reported that the burr became stuck in the lesion. The 90% diffusely stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotapro and rotawire floppy were selected for use. During the procedure, both devices were able to treat the left circumflex artery (lcx). The system was removed, and the devices were advanced first in the proximal lad. On the first two ablation runs, the speed dropped about 10,000 rpm with each run being approximately 15 seconds long. On the third run, the device was advanced towards the mid lad and the speed dropped from the baseline of 165,000 rpm to 120,000 rpm. The speed stabilized at the baseline when the burr was withdrawn. On the fourth run, the system stalled with the burr stuck in the mid lad. The device was attempted to be removed via the burping method using dynaglide, but the system continued to stall. Manual traction was applied by pulling the guidewire and burr simultaneously and was successfully withdrawn through the guide catheter. There were no complications noted to the vessel. The procedure was completed by stenting the lad and lcx with good angiographic result. No patient complications were reported as a result of this event.

Event description:
It was reported that the burr became stuck in the lesion. The 90% diffusely stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotapro and rotawire floppy were selected for use. During the procedure, both devices were able to treat the left circumflex artery (lcx). The system was removed, and the devices were advanced first in the proximal lad. On the first two ablation runs, the speed dropped about 10,000 rpm with each run being approximately 15 seconds long. On the third run, the device was advanced towards the mid lad and the speed dropped from the baseline of 165,000 rpm to 120,000 rpm. The speed stabilized at the baseline when the burr was withdrawn. On the fourth run, the system stalled with the burr stuck in the mid lad. The device was attempted to be removed via the burping method using dynaglide, but the system continued to stall. Manual traction was applied by pulling the guidewire and burr simultaneously and was successfully withdrawn through the guide catheter. There were no complications noted to the vessel. The procedure was completed by stenting the lad and lcx with good angiographic result. No patient complications were reported as a result of this event.